Event description:
The device was returned for a sticky valve. A mock infusion was attempted, and the device immediately alarmed. The fva was removed and the pins were cleaned. A mock infusion was performed first at 500 ml/hr for 15 minutes immediately followed by 14 ml/hr for an additional 15 minutes. The pump was able to complete the mock infusion without issue. Lip seals will need to be replaced. An internal inspection was done, and no damage or fault could be found.

Event description:
The following has been reported: biomed reported: pump that was brought down saying flow error, cleaned the pins and ran a test infusion. There was no patient harm and it wasn't during an active infusion. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.